Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Requested additional information from user facility to determine if valve was explanted and available for inspection. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Left eye uncontrolled intraocular pressure on (B)(6) 2021, subject underwent left eye (le) ahmed glaucoma valve implant surgery as planned. Post-operative intraocular pressure (iop) for the le on day 1 and day 5 were under good control. However, iop was noted high during the week 2 visit (hypertensive phase), and subject was instructed to start cosopt eye drops twice a day as prophylactic aqueous suppressant per protocol's requirement on top of predforte 1% and levofloxacin 0.5% eye drops 4 times a day. During month 1 follow-up, le iop was noted to spike further to 27 mmhg despite prophylactic aqueous suppressant. This could be due to possible steroid response from the usage of predforte 1% eye drops or the tube position which was noted jutting against the iris under slip lamp examination. Subject was instructed to start ganfort eye drops once in the morning as well as atropine sulfate 1% eye drops twice a day in view of the high iop on top of all the medications that subject was currently taking. Subject returned one week later with uncontrolled iop measured at 35 mmhg. Both b-scan and ultrasound biomicroscopy (ubm) showed no choroidal effusion and no obstruction of the tube. Subject was instructed to stop ganfort, atropine sulfate 1% and levofloxacin 0.5% eye drops, to continue cosopt eye drops twice daily, to reduce predforte 1% to twice daily with the addition of the following medications - brimonidine tartrate 0.15% & nepafenac 0.1% eye drop 3 times daily, acetazolamide tablet 250 mg & ibuprofen 400 mg tablet 3 times daily, omeprazole capsule 20 mg twice daily and potassium chloride tablet 600 mg once in the morning. Subject will return to clinic for review as scheduled on (B)(6) 2021. (B)(6).